Manufacturer narrative:
(B)(6). Concomitant product: guide wire: bmw universal ii. (B)(4). The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported patient effect of dissection is listed in the xience prime, xience prime small vessel (sv), and xience prime everolimus eluting coronary stent system instructions for use (IFU) as a known patient effect of coronary stenting procedures. Based on the information reviewed, there is no indication of a product quality issue. Based on the case information and related record review, a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined; however the reported treatments appear to be related to circumstances of the procedure.

Event description:
It was reported that the procedure was to treat a moderately tortuous de novo mid circumflex artery. A 2.5 x 28 mm xience prime stent was implanted and after post-dilatation a distal edge dissection was noted. A 2.5 x 15 mm xience prime stent was implanted to treat the dissection. There was no clinically significant delay in the procedure. No additional information was provided.